Manufacturer narrative:
Correction: particulate matter was identified in the final bag, not in the inlets specifically. However, the customer indicated the issue was due to non-baxter tubing; therefore, the baxter product is no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
I was reported that two (2) exactamix vented high-volume inlets had particulate matter (pm). The pm was further described as ¿large brown particles¿. This was noticed during priming. There was no patient involvement. No additional information is available.